Event description:
It was reported that the gastrointestinal videoscope experienced an out of focus and unable to restore during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, based on the results of the investigation a root cause could not be identified since the malfunction was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.